Event description:
Revision surgery was performed due to pain after about 1 year from the primary surgery. Only the liner was replaced, thickness has not been changed, due to yellow bone and soft tissues discoloration. Suspect of infection but not confirmed. The liner was a little bit dented.

Manufacturer narrative:
Clinical evaluation performed by medical affairs director. One year after uka in a heavy young patient, pain is reported and revision undertaken. All components look well fixed and well positioned. The report mentions tissue discoloration, so investigation for possible infections or local inflammatory processes has been undertaken. Only the insert is exchanged, to another of the same size and thickness. We cannot identify a mechanical cause for this unsuccessful result. No direct link with a product defect or malfunction can be established. Batch review performed on 20 april 2022. Lot 2009903: (B)(4). Expiration date: 2025-10-06. No anomalies found related to the problem. (B)(4).